Event description:
The customer reported that during a routine check of the unit, the unit sounded a low vacuum alarm whenever the unit pumped. The customer also reported that the unit failed to autofill.